Manufacturer narrative:
It has been possible to reproduce discrepant measurements in micromode. However, radiometer cannot reproduce deviations to the extent observed in this case. A total of 160 micromode measurements on whole blood were performed on five analyzers in radiometer's laboratory. The conclusion of the analysis is that the deviating measurements are caused by a design error; a compromised salt bridge (liquid connection) between the reference electrode and measuring electrodes and by errors in the fluid transport control program ftcp (sw). The root cause is determined as software design error.

Manufacturer narrative:
From the investigation radiometer has completed untill now, it has been found that the issue arises due to inadequate filling of the reference chamber during measurement of patient samples in micromode. The root cause is still unknown and the investigation will continue to focus on identifying the cause for the insufficient blood volume in the reference chamber in micromode measurements. All h6 codes have been updated to match the new layout of the medwatch form in esubmitter.

Manufacturer narrative:
The root cause data has been updated, as this issue was not caused by software alone, as previously stated. The issue has been found to be caused by a combination of software and analyzer specific hardware related to sample transport. On may 5th, 2022 radiometer decided to initiate a recall with radiometer reference (B)(4). The correction is to install a software version on all abl800 analyzers which mitigates the issue. Please refer to correction and removal report number 3002807968-05/18/2022-002-c.

Manufacturer narrative:
Radiometer visited (B)(6) on (B)(6) 2020 (dd-mm-yyyy) to investigate the issue. At the visit, blood comparison measurements including macromode (s195 ul), micromodes (s95 ul and c95 ul), and flexmode with capillary samplers were carried out. Abl r2575n005 and r2578n003 were also included in the investigation. From the preliminary investigation it was found that it was possible to reproduce the customers measurement problems (too low repeatability and error 476 "measurement unstable") for ca2+, na+, and k+ parameters in c95 ul and flexmode at analyzers r2575n005 and r2575n006. Electrode updating data (sensor signals during measurement) for these comparison measurements show distinct differences in the sensor response curve for problematic measurements. These findings may indicate a liquid transport issue. It may be related to air bubble introduced somewhere in the liquid pathway. The comparison tests included replacing the inlet gaskets at two analyzers, but this did not resolve the issue (info from the customer per e-mail). Problem frequency was highest in comparison tests at abls r2575n005 and r2575n006. Hence, further investigation will focus on these analyzers. Radiometer will arrange another visit with the customer to investigate the issue further.

Manufacturer narrative:
Radiometer visited the customer both 2020-06-09 and 2020-08-13 to perform troubleshooting. At the latest visit the following was investigated: pictures was taken of ph sealing ring on the electrode, and of grey tubing between ph/bg and el/met module. Flow of cap95 and flex mode were filmed as well. This instrument showed deviating ca and na results on capillary samples compared to syringe samples. One finding was that the ph sealing ring was mounted incorrectly but after readjusting it correctly, did not show clear improvements on calibrating qcs.

Manufacturer narrative:
An internal review of the case was initiated 22oct2021, and it was identified that we in the latest MDR had reported preliminary investigation results. However, the investigation of this issue is still ongoing.

Manufacturer narrative:
From the preliminary radiometer investigation it was found that there was an error on he first measurement. - (719) - insufficient sample in ph/bg module, - (722) - sample error, - (664) - sample problem these errors might occur for different reasons. It might be air under the ph/bg module but can also be the samples itself. (Sample quality/handling). The customer measures their samples in different modes. -their micro-measurements are mainly in c95ul measurement mode, with some inhomogeneous / insufficient alarms. -they also have some samples measured as s85. R&d suggest they might have benefit of switching to flexmode, which handles samples adaptively. Root cause is still unknown but will be included in a final report.

Manufacturer narrative:
Radiometer has been able to provoke similar symptoms experienced by the customer and as described in the complaint. The current hypothesis is, that inadequate amount of sample under the reference, during measurement in micro mode, causes disturbances to the liquid junction potential and thereby the electric signal. This is suspected to cause falsely high- and low measurements of cca2+, cna+ and ck+. A possibly affected ph/bg module has been installed in an analyzer at rmed and first tests/measurements have been performed. It has been possible to examine the internal channels and measuring chambers from three different possibly affected analyzers. The internal volumes have been calculated and compared to nominal volume, which revealed no significant difference and thereby removing the suspicion of the measurement chamber as a standalone root-cause. More tests with a possibly affected ph/bg module is needed, and the investigation is on-going.

Manufacturer narrative:
Should be "no information". This report covers aditional two abl800 flex analyzers with serial no: (B)(4) and (B)(4) that display same failure mode.

Event description:
According to the complaint, a customer states that they have experienced discrepant results for three abl800 analyzers on the children's ward when using the analyzer in capillary mode. The customer wonders why the results deviate for capillary measurements compared to measurements performed with regular syringes. From the preliminary investigation, the radiometer responsible noticed that the discrepancy was observed on the na, ca, k, cl, lac and glu paramter.